Event description:
The manufacturer representative reported that the device was not charged appropriately due to a patient compliance issue of not keeping the device appropriately charged. It was not due to a device issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer's representative (rep) reported the consumer's spinal cord stimulation (scs) system was explanted on (B)(6) 2016 because the implantable neurostimulator (ins) was dead due to not recharging appropriately.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.